Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during treatment of a moderately calcified superficial femoral artery. Reportedly, during pre-dilation of the target lesion with the agiltrac peripheral dilatation catheter, the balloon ruptured at an unspecified pressure. The agiltrac dilatation catheter was removed from the vessel and a second agiltrac was used to complete the dilatation of the lesion. There were no reported adverse patient effects. Though requested, no additional information was provided.